Event description:
It was reported that the patient received a patient notifier for high, out of range, pacing lead impedance. Trend review showed a sudden increase in impedance. A sensing anomaly was also noted. No patient symptoms were reported. Evaluation of the lead is planned.